Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6) a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and the issue could not be confirmed. A complete pm was performed and subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication livanova learned that the customer stated that despite some issues, the stop of the pump had nothing to do with the outcome of the procedure. Livanova was provided also with some notes from the hospital and it seems that the drive unit was replaced again with a third one and no further issues occurred. However, additional clarification of the event is in progress. Moreover, livanova has been informed that the hospital requested personnel to be trained on centrifugal pump system management. The sessions have already been scheduled. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console drive unit stopped functioning during use. Reportedly, the flow to the drive unit was lost. The user tried to troubleshoot the issue unsuccessfully. He decided to hand-crank the pump afterwards. This occurrence has been reported under medwatch # mw-008291. After that, the drive unit was replaced with another one and reportedly the flow came back to normal for about ten (10) minutes. This report captures the failure of this second drive unit. There was no report of patient injury.